Manufacturer narrative:
Investigation description. Display damage due to impact.

Event description:
It was reported that the ilet home screen unlock control was unresponsive while other screen functions worked, despite resets and power cycling, consistent with a key or button not working on the touchscreen; the user had backup insulin therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, including video evidence. Investigation of this case revealed a software-related issue affecting the touchscreen unlock function, consistent with an unresponsive control on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.